Manufacturer narrative:
Citation: sannino a et al. Comparison of efficacy and safety of transcatheter aortic valve implantation in patients with bicuspid versus tricuspid aortic valves. Am j cardiol. 2017 nov 1;120(9):1601-1606. Doi: 10.1016/j.amjcard.2017.07.053. Epub 2017 jul 31. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the efficacy and safety of transcatheter aortic valve implantation in patients with bicuspid aortic valves versus tricuspid aortic valves using balloon-expandable and self-expanding bioprostheses. All data were retrospectively collected from two centers between january 2012 and february 2016. The study population included 823 patients (predominantly male; mean age 81 years), 232 of which were implanted with medtronic corevalve bioprosthetic valves and 83 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, the ¿immediate post-procedural¿ and 30-day cardiovascular mortality rates included: 7 patients and 20 patients, respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: valve-in-valve implantation, permanent pacemaker implantation, stroke, mild-moderate-severe paravalvular leak, vascular complications, and life-threatening/major bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.